Event description:
Additional information was received that diagnostic imaging was performed and no anomalies were observed. No further intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
It was reported that the patient experienced syncope. Increased capture threshold and noise which resulted in oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected, but not confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.